Event description:
It was reported that during a patient exam the screening paddle detached from the gantry and fell on the patient's left foot. An x-ray was taken of the patient's foot which yielded negative results. No further details were provided on patient status. A field engineer was dispatched to the site and it was determined that while the paddle was moving up the patient jerked backwards causing the paddle to come out of the compression assembly. The patient's skin was sticky due to perspiration. The site's biomedical engineer replaced the left detent of the compression device as a precaution.